Event description:
A 90 percent descemet's detachment occurred during abic out with itrack advance. During the procedure the catheter was egressing provisc ovd on its own after the surgical technician initially demonstrated what happens when the catheter was pumped with a large aliquot of provisc. No additional clicks of ovd were administered during the procedure. The cannula was used intubate schlemm's canal 360 degrees and then a 180-degree goniotomy was performed.